Event description:
Boston scientific received information that this patient's monitoring system detected another red alert (high right ventricular pacing lead impedance) in (B)(6) 2012. The local representative was notified and the clinic had already reviewed the data from the monitoring web site.

Event description:
Subsequently, boston scientific received information from the local representative that no intervention (invasive or reprogramming) was undertaken by the physician to the patient's recently implanted upgraded device. The patient's chronic device had been electively explanted due to elective replacement indicator (eri). The physician does not suspect a loose connection of the replacement device and there was no evidence of damage to the patient's chronic rv defibrillation lead at the time of the procedure.

Event description:
Boston scientific received information in (B)(6) 2012, that this patient's monitoring system detected a red alert (high rv pacing impedance). The clinic and local representative were notified of the alert. Technical services suggested the device /lead system should be evaluated for a loose connection or primary lead issue. The patient's device history is significant for an elective replacement (upgrade) of the patient's chronic dual chamber defibrillator to a cardiac resynchronization therapy defibrillator (crt-d) in (B)(6) 2012 and a slow rising rv pacing impedance on the chronic rv defibrillation lead dating back to (B)(6) 2008

Event description:
Boston scientific received information that this patient's monitoring system (rv) pacing impedance "in (B)(6) 2012." The local representative and clinic were notified of the alert. The clinic nurse contacted technical services to discuss the alert. Technical services explained that the red alert had been triggered because the patient had recently been seen in-clinic and another greater than 2000 ohm rv pacing impedance was detected after that device check had occurred. No electrogram noise was identified and the rv pacing thresholds were within normal range during the in-clinic visit.

Manufacturer narrative:
Technical services was informed that the physician plans to continue monitoring and the patient will be seen again in-clinic in 6 months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggest that this device and lead system remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information in (B)(6) 2012 that this patient's monitoring system detected a red alert (high rv pacing impedance). The local representative was contacted to discuss the alert. No call was made to the clinic as the alert had already been reviewed by the clinician on the physician's monitoring system web site.

Manufacturer narrative:
The available information suggests that this device and lead system remains in-service. The event will be reopened if additional information is received and/or products are returned for analysis.

Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (high rv pacing lead impedance) in (B)(6) 2012. The local representative was notified of the alert. No call was made to the clinic as the alert had already been reviewed by the clinician on the physician's monitoring system web site. Subsequently, the clinic nurse contacted ts to discuss this on-going issue with the patient's rv defibrillation lead. The clinic nurse mentioned that a red alert had been detected for rv pacing impedance of greater than 2000 ohms. Since the red alert, the impedance measurements have been in the 1900 ohm range. The patient was seen in the clinic and the measured impedance was greater than 2000 ohms. The rv pacing thresholds are normal at 1.0 volts at 0.5 ms associated with a 15.0 mv r-wave (measured junctional escape beat). Ts reviewed the stored patient monitoring data and noted that the pacing impedance values have varied since implant (mid-1700 ohms to greater than 2000 ohms). There were no stored episodes found in the arrhythmia logbook. Based on normal sensing, normal rv pacing thresholds and no stored episodes, ts discussed the option of continued monitoring. Due to the lack of episodes and electrogram noise, ts did not suspect a connection-related issue. Ts was informed that the device/lead system was being followed on a weekly basis through the patient monitoring system and every six months through the clinic. Ts advised the clinic nurse to continue looking for stored episodes associated with electrogram noise in the device's arrhythmia logbook. Ts informed the clinic about the importance of clearing the clinical event summary to ensure that similar red alerts notifications will occur in the future.

Manufacturer narrative:
The available information suggests that this patient's device and lead system remain inservice. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggests that this patient's device/lead system remains inservice. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient's monitoring system detected another red alert (high rv pacing impedance) in (B)(6) 2013. The local representative was not aware of any intervention (reprogramming or invasive).